Event description:
The pt underwent bilateral breast augmentation in 4/87, using the co's silicone gel breast implant. Six months following surgery, the pt noted left breast burning pain from nipple to the axilla. The pain was intermittent but now is continuous and is in both breasts which occurs daily. In the meantime, the pt also has developed chronic fatigue, stiff joints, myalgias and arthralgias which have been quite debilitating. She also has deep chest pains under the left breast with numbness in the left arm. She also has neurocogntive changes with loss of memory capacity. Because of local pain and because systemic symptoms may be associated with the breast implants, it is medically necessary to remove both implants.